Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 237 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.